Event description:
It was reported that after priming and during extracorporeal circulation, blood leakage was observed at the dialysis lock and valve. The customer tightened the cap of the dialysis lock and valve, but blood continued to leak. Extracorporeal circulation was completed w/o further issue. No pt injury was reported. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. A supplemental medwatch will be submitted if add'l info becomes available.